Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. E1 establishment name: (B)(6) medical center.

Event description:
It was reported, the video system center had a rough image and the redness was too strong when used with the led light source and camera head. The issue occurred during a laparoscopic nephrectomy procedure. The equipment was replaced with the facility's deflectable videoscope which produced normal image, and the procedure was completed. The procedure was delayed by ten minutes to allow for the replacement of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the poor image was not established. Olympus will continue to monitor field performance for this device.